Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump had critical pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer had issue with keypad. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No critical pump error noted. The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.